Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet had an unresponsive sleep/wake button that would only wake the screen when the device was placed on a charger, while the device otherwise remained powered and charged; blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included a review of the complaint details and device use, with exchange logistics initiated and inspection of the returned device. Investigation of this device revealed a nonresponsive user interface control consistent with a mechanical or electrical malfunction of the sleep/wake button on the ilet handheld component. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the button mechanism.